Event description:
Customer reported fluid leaked on floor during infusion. Drug infusing was fludarabine (chemotherapy). Concentration 108 units; 108 units over 15-20 minutes. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.